Event description:
A customer reported a clip was found in their olympus endoscope after it was reprocessed in an evotech endoscopic cleaner and reprocessor (ecr), and the endoscope was used on seven patients before the clip was discovered. The make and model of the clip is not known at this time. The evotech ecr completed the cycle each time and did not cancel. There is no reported patient injury or infection due to this event. The clip was found by the customer while performing a validation test called safestep that is manufactured by getinge. It is designed to detect contamination, and it challenges the cleaning and disinfection process of the endoscope. This test was done after the scope had been used. The test result was 0 and the passing range is 0-45 relative light units. Per the getinge website, the safestep device provides the customer with a permanent record that proper cleaning and disinfection was achieved. The details of the hospital's pre-cleaning steps are not known at this time. However, they stated they use "first step flexible endoscope bedside pre-clean kits." In addition, they have recently implemented using brushes as part of their pre-cleaning process. Although there is no reported patient injury or infection, advanced sterilization products (asp) has decided to report this event as an over-abundance of caution. Asp will continue to follow-up for additional information.